Event description:
It was reported that while trying to interrogate the patient's device, the medical professional kept receiving a message that said "error establishing communication" and the data received light on the wand was flashing really fast. Per reporter, the light normally flashes slow when it works. Patient swiped his magnet and he felt stimulation and diagnostics were all within normal limits, so no problem is suspected with his vns device. Troubleshooting was performed, but the problem persisted. The programming system had been used successfully the week before on the same patient. Product has been requested, but has not been returned to manufacturer to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.